Event description:
It was reported that during a stenting treatment procedure the catheter froze on the wire. The lesion being treated was located in the proximal left anterior descending artery. The physician advanced the 16mm x 3.00mm stent delivery system (sds) and was not able to cross the lesion. The physician began to pull the sds back but the sds catheter became stuck on the non-bsc guide wire. Both devices were removed as a unit and separated once outside the body. The procedure was completed by implanting a promus element stent in the target lesion. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion mr stent delivery system (sds) with no guide wire. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. Backloaded a 0.014 inch guide wire through the device lumen with no restrictions. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported catheter froze on wire and crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the catheter froze on the wire. The lesion being treated was located in the proximal left anterior descending artery. The physician advanced the 16mm x 3.00mm stent delivery system (sds) and was not able to cross the lesion. The physician began to pull the sds back but the sds catheter became stuck on the non-bsc guide wire. Both devices were removed as a unit and separated once outside the body. The procedure was completed by implanting a promus element stent in the target lesion. No patient complications were reported and the patient's status is ok.